Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the calcified and tortuous renal artery, the balance middleweight guide wire met anatomical resistance during advancing and the tip became detached. The proximal portion was easily removed from the anatomy and a balloon catheter was used to retrieve the separated tip fragment. A different guide catheter and guide wire were used to complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the hi-torque guide wires instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). A cine was received and reviewed by an abbott vascular clinical specialist. It was noted that the renal artery is tortuous and calcified which likely contributed to the fracture of the wire. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.